Manufacturer narrative:
(B)(4). Date sent: 05/28/2020. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: test performed pre-implant? Barium swallow, ph and egd. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Was mesh used at time of implant? No. What was the reason for removal of the linx device? Ongoing dysphagia (mild), diarrhea and bloating was the device found in the correct position/geometry at the time of removal? Yes. Was a replacement linx device used? No.

Event description:
It was reported that the linx device was explanted on (B)(6) 2020 due to recurrent gerd and moderate dysphagia. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 06/24/2020. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 24871 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Mfg date: 04/04/2019; exp date: 04/04/2023.